Event description:
It was reported that during an ileocecal resection, the jaws did not open after the device was inserted via a trocar before the first firing. A blue cartridge was loaded in the device. The device was not fired on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.